Event description:
The user facility reported that prior to an unspecified procedure the electrode fastening screw of the working element was missing, but the user still elected to use the working element. However, the working element would not hold the cutting electrode loop, as a result the procedure was aborted due to a lack of spare device. The pt was on the table and had been sedated. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report, as the locking screw was missing. The exact cause of the user's experience could not be conclusively determined; however, user handling could not be ruled out as a contributory factor. The device has been serviced and returned to the user facility.